Event description:
The customer contacted baxter's technical service center to report a system error (se) 2267 which occurred on home choice (hc) during use during fill 4 of 5 and the home patient (hp) was connected. The baxter technical representative (tsr) had the hp recycle power , the alarm cleared and tsr explained the alarm. The caller did see air in the lines. The caller will discard supplies. The caller will contact peritoneal dialysis registered nurse (pd rn) regarding the air detect alarm while hp being connected and any missed therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information was received revealing the patient had been admitted to the hospital (B)(6) 2011 for diarrhea. Patient was discharged to a nursing home on (B)(6) 2011 and died of pneumonia on (B)(6) 2011. The patient's death was determined to not be related to this reported event.